Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with blood glucose of 557 mg/dl. The customer indicated the only symptom related to their high readings was: not feeling well, the blood glucose was over 300 mg/dl. The customer was treated with saline and injections. Customer was wearing the insulin pump at the time of hospitalization. Customer mentioned they had an infusion set with bent cannula. Customer had issues with the serter as well. The customer declined troubleshooting for the high readings. Customer's blood glucose was 552 mg/dl at the time of call. The insulin pump will not be returned for analysis.